Manufacturer narrative:
No motor position encoder error alarm could be verified in the alarm history due to an overwritten history file. The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected error alarms occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer also reported receiving two additional error alarms on the insulin pump. Blood glucose level was 193 mg/dl at the time of the call. Customer stated that the insulin pump may have been exposed to a magnet.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.